Event description:
It was reported to philips that during the course of resuscitation of a patient experiencing a cardiac arrest, the device powered off and on repeatedly while displaying a power interrupted error message.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported to philips that during the course of resuscitation of a patient experiencing a cardiac arrest, the device powered off and on repeatedly while displaying a power interrupted error message.